Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported post op conditions. To date no medical records have been provided. Based on the information provided it appears the patient experienced hernia recurrence and adhesions. Recurrence and adhesions are known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records provided, about 3 years 7 months post implant, patient was diagnosed with abdominal pain, discomfort, recurrent hernia, adhesions and underwent bowel resection with mesh removal. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia. The patient's hernia was repaired with a composix kugel mesh patch. (B)(6) 2015 - the patient underwent an additional surgery to repair the recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel which was adherent to the small bowel, by performing a small bowel resection. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with composix kugel mesh (device #1). Per the operative notes, ¿the hernia was identified and opened. A composix kugel was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with abdominal pain, discomfort, large ventral hernia thereby underwent lap-open repair with mesh explant, small bowel resection and implanted with mesh. Per operative notes ¿there was noted to be a swiss cheese like abdomen with large defect containing small bowel. The old mesh (composix kugel) was visualized, and the small bowel was densely adherent to the mesh. Small segment of bowel was grown into the mesh and was resected. A xenmatrix mesh (device #2) was placed in the defect and sutured.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, hernia recurrence, pain, emotional injuries. It is also alleged that the patient had nausea.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported post op conditions. To date no medical records have been provided. Based on the information provided it appears the patient experienced hernia recurrence and adhesions. Recurrence and adhesions are known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia. The patient's hernia was repaired with a composix kugel mesh patch. On (B)(6) 2015 - the patient underwent an additional surgery to repair the recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel which was adherent to the small bowel, by performing a small bowel resection. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.